Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was charging slower than expected. Additionally, the touch screen stayed on following a bolus which resulted in the pump battery fully depleting and the pump shutting off. Customer¿s blood glucose level ranged between 110-271mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.